Event description:
It was reported this intra-aortic balloon was inserted in 2002. Patient was refused surgery at this hospital due to current health status and was subsequently transferred to another hospital. Six days later, the iab ruptured with blood backing up to the arrow transact intra-aortic balloon pump. The iab was removed. The next day, the patient developed chest pain and another iab (iab-0s840c) was placed. There were no further reported difficulties or patient complications.